Event description:
Customer reports that patient presented with a post-operative suture split/extrusion following rotator cuff repair. A local lavage was performed to remove residual suture product. Patient is fully recovered. There are no reported adverse patient consequences.